Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed an air filter error message was confirmed during review of the archive data but not during functional testing. Based on the archive data review, the error message reported by the customer was determined to be user advisory (ua) 11 (max patient temperature exceeded) error message. The autopulse platform passed the functional testing and worked as intended. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as it may have had some intermittent technical problems that could not be directly identified during the functional testing. A review of the archive data showed ua11; thus, confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(6).

Event description:
The customer reported the autopulse platform (B)(6) displayed an air filter error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.